Event description:
It was reported that during an implant procedure, the physician noted the proximal svc coil was "unraveling". The lead was not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) defib conductor distorted. Full lead returned and analyzed. The observed distortion of the exposed defibrillation coil is likely resulted from inserting the lead through an introducer with a hemostasis valve. Inserting the lead using an introducer with a hemostasis valve may require a larger introducer than the size recommended, according to the 6947 technical manual. This distortion likely did not affect device performance.